Manufacturer narrative:
Device evaluated by MFR. Device evaluation is not necessary as the reported events are not related to the functionality or delivery of therapy of the device.

Event description:
It was noted that the generator was previously explanted on (B)(6) 2017 for the reported infection. No additional relevant information was received to date.

Event description:
An implant card was received as the patient was reimplanted with vns post-infection, indicating that both the generator and lead were previously explanted. No additional relevant information was received to date.

Manufacturer narrative:
Corrected data: follow up report inadvertently listed incorrect event date.

Manufacturer narrative:
Device evaluation is not necessary as the reported events are not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient had an infection at the site of the implant and that the lead wire were extruding through the skin. The patient has been referred for surgery to address the extruding wire. The lead was properly sterilized before being distributed to the field. No known surgical intervention has occurred to date. No additional or relevant information has been received to date.